Event description:
The customer reported that tne insulin pump alarmed compromised force sensor system and had loose drive support cap. Customer stated was trying to prime and got compromised force sensor force system alarm. Troubleshooting was done. Customer's blood glucose was 124 mg/dl. Advised the customer that the insulin pump would be replaced. Customer mentioned that she went off the insulin pump for a while due to high blood glucose and went back on the insulin pump. Customer stated that the insulin pump was not recognizing that it was going through the tubing and she was hospitalized last month. Customer stated would do priming and got compromised force sensor system. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4)manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Manufacturer narrative:
The insulin pump alarmed for a motor error during the basic occlusion test due to a loose and protruded drive support disk. The occlusion test, excessive no delivery alarm test, and prime test could not be performed due to the motor error alarms. The insulin pump had operating currents within specification and passed the self test, reset error test and displacement test. The insulin pump was received with a cracked case at the display window corner, cracked reservoir tube, cracked battery tube threads, a broken reservoir tube lip, minor scratches on the display window and a missing end cap sticker.